Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit stopped working during the night, shutting off on its own. Additional information from customer indicated that there were no error messages or audible alarm. The user only uses ac power. The issue occurred while in use on a patient. No consequences or impact to patient.